Event description:
Return reason: detached the extension tube for pa lumen. Analysis determined: investigation found that the pa extension can be easily pulled out of the manifold's urethane potting. Cvp proximal and thermistor extensions are well attached. Urethane potting at extension area has a glazed appearance and may have come in contact with some type of solvent. Origin unknown. Device history shows no unusual events during the manufacture of this product. Product incident history shows no other returns of this nature have occurred this year and no other product incidents have been returned from this work order. Unit was used in vivo; this was not determined until analysis was completed. Corrective action taken: the corrective action is that manufacturing and qaulity assurance personnel have been notified. Previous corrective action updated the procedure to include an additional alcohol wipe to enhance tubing and urethane adherance. Both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary.